Event description:
Event description guidant received info that the implanted bipolar lead had an increase in pacing thresholds. In addition, lead impedances measurement were greater than 2000 ohms. A lead fracture was suspected. The lead remains implanted.